Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply was adjusted and a printer circuit board was replaced. The system was then found to be operating as intended.

Event description:
The customer reported the monitor displayed a black image. No pt injury was reported.